Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04665 for the exalt model d scope and report number for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024 for treatment of stricture post liver transplant. During the procedure, image and coloring from the exalt d scope was reported to be very poor quality. The procedure was completed with the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a090208 captures the reportable event of poor quality image inside the patient. Block d4, h4: the complainant was unable to provide the model number and lot number. Therefore, the manufacture and expiration dates are unknown.